Manufacturer narrative:
During the laboratory evaluation, the reported issue was not duplicated. The product surveillance technician (pst) observed no flickering on/off of display on the roller pump. The pst connected the small display assembly to the lab-use only (luo) pump pod test fixture and powered on. He observed the small display assembly to function normally with no flickering on/off. The pst tested the small display assembly overnight and found it operational the next morning. He performed connector agitation testing, cold soak testing, visual inspection and observed the small display assembly to function normally with no flickering on/off.

Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) spoke with both perfusionist (ccps) at the user facility. They had used the system-1 on (B)(6) and was set-up and primed, but not used on (B)(6). Neither ccp saw the roller pump display flicker or fail in anyway on these days. The fsr tested the pump briefly and did not see any failure. Since the flickering display was reported, the fsr replaced the entire display assembly. After installing the new display assembly, the roller pump was tested for approximately 45 minutes. He verified operation, response to level and air alarms and control from the central control monitor (ccm). The unit operated to manufacturer specifications and was returned to clinical use. The fsr downloaded the data logs and sent to the manufacturer for further evaluation. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the arterial roller pump display screen was flickering on and off. The device was not changed out, as they are still using this roller pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.